Manufacturer narrative:
Additional information received: the author confirmed that the retroperitoneal hematoma after the procedure was due to rupture invol ving the previously implanted graft stent. The cause of the hematoma was not a procedural complication and was not related to the endurant stent grafts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; primary endovascular treatment of late-onset type 3 en dovascular aortic repair rupture using the endurant ii stent graft and rapid response protocol mutlu d, ates I, marmagkiolis k, iliescu ca, çilingiroglu m turk kardiyol dern ars. 2022 dec;50(8):613-616. Doi: 10.5543/tkda.2022.2233 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: enbf2516c145e, s/n: unknown etlw1624c124e, s/n: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown stent graft was implanted in a patient in an evar procedure on an unknown date. 3 years later the patient was admitted to ER with abdominal pain and hemorrhagic shock. A cta performed showed a type iiib endoleak and ruptured aneurysm. Emergent intervention was performed where a endurant ii stent graft system was implanted. Control aortography was done, and it showed no extravasation of contrast media. After the stabilization was maintained at the coronary intensive care unit, a control abdomen CT was performed. A retroperitoneal hematoma was detected at the distal part of the abdominal aorta. Intervention was performed where a catheter assisted abdominal pressure measurement was conducted on the advice of the general surgery consultant, and the intra-abdominal pressure was 22 mmhg. Since there was urine output, no new organ failure, and the rupture was repaired with percutaneous intervention, an abdomen CT-guided percutaneous drainage catheter was placed by interventional radiology. In the hospital follow-up, the hemodynamic situation of the patient improved very quickly, and the patient was discharged after 5 days. Cta demonstrated full recovery of abdominal aorta. At 1-year follow-up, control cta showed an intact lumen and no complaints were recorded. No additional clinical sequalae were provided and the patient is fine.